Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported none of the buttons on the infusion device have been working for the past hr. She was advised the infusion device buttons may be locked. She pressed and held the menu button for 3 seconds and this did not resolve the issue. She stated the up and down buttons have not worked consistently for the past month and the casing of the buttons is cracked. She stated she has syringes to deliver insulin. No physiological effects were reported. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was requested to be returned for eval.